Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that her son developed an infection at the pod¿s insertion site (arm) while wearing the device longer than 48 hours. She reported that after removing the pod, there was pus at the site. She also noted that his arm was swollen and painful to the touch. Symptoms include pain, swollen arm and painful to the touch. The patient glucose levels were high at 734 mg/dl. The patient went to the emergency room (ER) on (B)(6) 2026. The patient was diagnosed with an infection and was treated with antibiotics, lantus and lispro. The patient was discharged on (B)(6) 2026. The pod was discarded.